Event description:
It was reported that before an unknown procedure, the positive electrode was broken in the bottom jaw of the device. There were no consequences for the patient. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Also the device's cable was cut off. The device was mechanically tested but functional testing cannot be performed due the cable being cut off. Device b was received in the unlocked position, with dried body fluids in the jaws and with the cord cut off. The electrode was not separated from the instrument and the ceramic was bonded to the lower jaw. The device was mechanically tested and the jaws opened and closed without difficulty. But functional testing cannot be performed due the cable being cut off. Device b batch h91z2d. Mfg date: 8/18/2011; exp date: 7/18/2013.